Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the tubing for the wash station was leaking and exchanged it and performed confirmation testing that passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable calcium result from the cobas 8000 c702 module. The initial result was 1.48 mmol/l, and the repeat result was 2.00 mmol/l. The result on another c701 analyzer was 2.02 mmol/l.